Manufacturer narrative:
The affected devices and 2 x-ray pictures have been received for investigation. The products specifics will be updated together with the final investigation report. Since the lot numbers were not provided for the devices, the device history records could not be reviewed. The missing information like implantation date and patient details have been requested. Once the investigation is done and the result of the investigation has been made available, an updated report will be submitted. Zimmer reference number: (B)(4).

Event description:
It was reported that roughly on (B)(6) 2013, the patient felt sudden pain and the pain worsened. On (B)(6) 2014, the patient went to see a surgeon and x-ray pictures were taken and the pictures revealed a broken ceramic biolox forte head. According to the reporter, the implant broke "without a serious event or accident". The patient underwent revision surgery on (B)(6) 2014 to change the broken head and also the cup to provide for a ceramic on ceramic articulation (continuum cup with ceramic insert and biolox option head 36mm). The trunnion of the cls was also damaged due to ceramic particles. The surgeon tried another biolox option head with sleeve and it firmly fit.